Event description:
A (B)(6) male patient called zoll customer support to report that his batteries were not recharging. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not charger batteries) was confirmed. Upon investigation the battery charger/modem was not able to detect inserted battery packs. The cause for the failure was isolated to corrosion on the battery board and beside board. The root cause for the corrosion could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the contaminated charger. The patient received a replacement battery charger/modem.